Event description:
It was reported that the patient passed away due to right ventricular failure and end organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: event date corrected. Section h6: 4440 - thrombus. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, arrhythmia, infection, and death, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 also lists infection and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The IFU also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The right ventricular failure did not exist before left ventricular assist device (lvad) implantation. However, device related issue did not cause or contribute to it. On (B)(6) 2024, the patient presented from the clinic with dyspnea, poor appetite, and suspected congestive heart failure (chf). The patient had progressive right ventricular dysfunction and hepatic congestion given significant tricuspid regurgitation. The patient was aggressively diuresed with lasix (furosemide) drip. Right heart catheterization (rhc) was done on (B)(6) 2024 with femoral swan due to difficult access showed bilaterally elevated filling pressures with borderline cardiac index (ra 26 v 34, pa 40/21/31, w 23 v to 35, fci 2.2, wt 67.4 kg). The patient's decompensation was mostly related to right ventricular dysfunction and severe tricuspid regurgitation. Bilateral ultrasound of upper extremity performed to rule out deep vein thrombosis (dvt) or atypical anatomy found right internal jugular (ij) thrombus and chronic post thrombotic changes in left internal jugular (lij). The rhc poor hemodynamics were treated with ongoing aggressive diuresis and milrinone to help augment diuresis. However, the patient developed non-sustained ventricular tachycardia (nsvt) with milrinone and the renal function worsened with inotrope support, also with hyponatremia status post tolvaptan, and became hypotensive. The patient required multiple pressors and was transferred to clinical trials coordination center (ctcc) for further evaluation. Blood cultures were also found positive, and the patient was treated with antibiotics. The pressor requirements improved slowly, and eventually weaned off epinephrine on (B)(6) 2024 and remained stable. The patient's decompensation was thought to be systemic inflammatory response syndrome (sirs) from bacteremia and urinary tract infection. The patient remained weak with poor prognosis with right ventricular failure. The patient had not been a transplant candidate due to high panel-reactive antibodies (pra) despite desensitization. Transferring to another institution for desensitization, but after discussions with palliative care, the patient was more interested in hospice philosophy. The implantable cardioverter defibrillator (ICD) shock therapies were turned off before discharge. The patient was ultimately discharged on (B)(6) 2024 with plans to sign on with hospice on (B)(6) 2024. The patient understood and did not want to wait to discharge on (B)(6) 2024. 3 days of hospice medications sent per hospice nursing instructions. The death was not considered to be device related and the device operated as expected.